Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye with issues noted: pouch with six pin holes and a dry sponge. There was also evidence of iodine presence on the inside of the foil pouch and on the sponge, indicating that iodine was dispensed during manufacturing. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot number has been corrected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the sponge "dry and hard". There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.